Manufacturer narrative:
(B)(4). Date sent: 3/14/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic mesh removal, where the old mesh was attached with titanium tacks, two harmonic hdi instruments were used to cut through the tissue, mesh and titanium tacks. The first instrument kept receiving replace instrument messages. A second like device was tried, received replace instrument messages and the active blade broke off. It was not reported if the active blade was retrieved. An harh36 instrument was used to complete the procedure. There were no patient consequences reported.